Event description:
On may 5, 2026, nakanishi became aware of handpiece overheating through a complaint input into the complaint database by a distributor (nsk america). Details are as follows: - the (B)(6). - during the procedure, the handpiece overheated abnormally, and the patient received a thermal burn injury to their lip.

Manufacturer narrative:
The date the adverse event occurred, patient information, and patient status is unknown at the time of this report and nakanishi is in the process of collecting this information. A follow-up report will be made if this information is available.